Event description:
Related manufacturer ref #3008452825-2022-00046. During the atrial fibrillation procedure, a prolonged procedure occurred. The contact force was not displayed and it was not possible to reset the contact force and the lines stayed in purple. Troubleshooting involved replacing the catheter and the tactisys, but the issue remained. A third catheter was used and the issue was resolved. The procedure was completed with no adverse consequences to the patient

Event description:
Related manufacturer ref #3008452825-2022-00046. During the atrial fibrillation procedure, a prolonged procedure occurred. The contact force was not displayed and it was not possible to reset the contact force and the lines stayed in purple. Troubleshooting involved replacing the catheter and the tactisys, but the issue remained. A third catheter was used and the issue was resolved. The procedure was completed with no adverse consequences to the patient

Manufacturer narrative:
Fsca number: (B)(6). Additional information: d9, g3, g6, h2, h3, h6, h7, h9, h10 one tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Manufacturer narrative:
Additional information: g3, h2. Corrected information: h6.